Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The downstream occlusion sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed while in use with a patient. There was "only 2.7 ml of infusion left", so the left it off. There was no patient injury.